Event description:
Home pt reports receiving "check pt line" alarm in initial drain of treatment on homechoice. Home patient indicated to baxter svc technician that pt line of her homechoice set was still in the set organizer at this time and that she was somehow connected to the last bag line. Home patient refused to discontinue treatment with this set up, as suggested by technician. Per rn, there was no pt injury or medical intervention as a result of incident.